Event description:
A (B)(6) man had undergone successful percutaneous intervention with a sirolimus-eluting stent, placed in the right coronary artery (rca) a 2.5 x 33mm and distal left circumflex artery (3.0 x 28mm) without high pressure ballooning. Twelve months later, he presented with unstable angina. Angiography revealed two fracture sites on the right coronary artery-deployed stent, with a large aneurysm and an aneurismal dilation of the left circumflex artery without stent fracture. Due to the potential risk of aneurismal rupture, he underwent coronary artery bypass grafting and ligation of the aneurysm.

Manufacturer narrative:
During a literature review, the following article was found "a fractured sirolimus-eluting stent with coronary aneurysm" published by the society of thoracic surgeons. The article was written by members of the department of cardiology and cardiovascular surgery, (B)(6). A (B)(6) man had undergone successful percutaneous intervention and had a 2.5x33mm sirolimus-eluting stent implanted in the right coronary artery (rca) and a 3.0x28mm in the distal left circumflex artery without high pressure ballooning. Twelve months later, he presented with unstable angina. Angiography revealed two fracture sites on the right coronary artery-deployed stent, with a large aneurysm and an aneurismal dilation of the left circumflex artery without stent fracture. Due to the potential risk of aneurismal rupture, he underwent coronary artery bypass grafting and ligation of the aneurysm. Multiple attempts were made to collect patient and procedural information without success. The products remain implanted in the patient and are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. While not observed in the pivotal clinical trials that supports the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Coronary artery aneurysm is a rare abnormality defined as coronary artery dilatation with a diameter of 1.5 times or more than of the adjacent normal coronary artery. Ninety percent of these aneurysms are of atherosclerotic origin, often occurring in relation to other atheromas in the coronary arterial tree and often associated with post-stenotic dilatation and ectasia. Based on the limited information available, it is not possible to draw a conclusion about a clinical relationship between the devices and the events.